Event description:
Patient was status post respiratory arrest. Patient was intubated and placed on a ventilator during respiratory arrest. Patient was to transfer to the ICU. During transport to the ICU, the vyaire medical ltv ventilator shut off for a few seconds then came back on. No harm to patient and the shut down was only a few seconds.